Manufacturer narrative:
Product ID: 3037, serial#: unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) had been "off" since (B)(6) 2012. The patient experienced a return of symptoms because the ins was off. It was determined the ins was functioning as intended. The ins was back "on" as of the date of this report and the issue had been resolved.